Manufacturer narrative:
(B)(4). Study title: the role of quality control software in peritoneal dialysis center continuous quality improvement (cqi). Study sponsor: non-baxter. Protocol number: (B)(4). The study start date: 12jan2011. The study completion date: 12jan2013. Study type: observational, investigator initiated. Study investigator: yang lin, three gorges university, first clinical medical college, china. As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient experienced fungal peritonitis manifested by abdominal pain and peritoneal cloudy effluent. It was reported that the patient did not have fever. Two days after the onset of peritonitis, the patient was hospitalized for the event and began treatment with fluconazole oral (200 milligrams and once daily) for fungal peritonitis. Nine days later, the patient stopped treatment with fluconazole. On the same day, the patient died due to peritonitis with culture positive for candida parapsilosis. An autopsy was not performed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. It was reported the patient passed away. The cause of death was reported to be the peritonitis event. It was not reported if pd therapy was ongoing at the time of death. It was not reported if an autopsy was performed. Additional information was requested but is not available.